Event description:
Customer said that in the past 4 days he noticed his prime meter was giving him high readings. On (B)(6), he tested in the morning and got a reading of 507 and within 3 minutes he tested again using new drop and got 243 he thought that was not right. On (B)(6) 2013, he got a reading of 500, so he took some insulin, waited 3 hours, tested again and got a reading of 370, so he took more insulin and then he started feeling sick. He felt nauseated, shaky and light headed. He did not seek medical attention, instead he just waited for the effect to pass, but he said if he felt a bit worse than he would¿ve taken some glucose tablets. He also compared meters and the prime read 369 and his other meter read 150. He is doing everything properly, but he doesn¿t change his lancet every time he will use a lancet for a week. Explained this can alter readings and to use a new lancet with each test. He stated he has thousands of lancets, but he is lazy and knows he should use a new lancet. Normally he stores in kitchen but since he has had prime he has been traveling and has meter and strips with him. Explained proper storage. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.